Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistulogram procedure, the catheter tip detached within the patient's aorta. The physician had acquired fistula access. During catheter manipulations the tip detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient's fistula. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.